Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's controller replaced the "replace generator soon" message. Troubleshooting in which the app was updated was able to clear the message, resolving the issue.